Event description:
During a coronary stent procedure, the physician encountered resistance while attempting to advance the liberte monorail stent delivery system. Upon removal of the delivery/stent device system, damage to the tipof the stent was noted. The lesion being treated was a mildly calcified lesion in the a moderately tortuous left circumflex (lcx) coronary artery. No patient injuries or complications were reported. Patient status is listed as "normal".